Event description:
It has been reported to philips that system stopped illumination middle of the case. Fluoro storage not possible due to an image disk problem. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy storage was not possible due to an image disk problem. Review of the log file showed malfunction in the frontal ippc (image processing pc). The fse performed system troubleshooting and replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.